Event description:
Reporter alleged discrepant blood glucose results of 41 mg/dl back to back with a result of 72 mg/dl when testing was performed one minute apart on the advantage system. The location of the testing was not provided, however, customer stated taking normal medications as well as eating a normal breakfast after the comparison. No other actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: advantage test strip lot number 522752 with an expiration date of 08-31-07.

Manufacturer narrative:
The suspect product is the advantage test strips.